Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cancelled procedure occurred. An opticross imaging catheter was selected for use to view the target lesion. Overload was displayed during preparation outside the patients body. It was tried to restart and advanced inside the patients body, however overload was displayed again. The procedure was performed by replacing with another of same device. Subsequently, overload was also displayed using the second device outside the patients body. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Patient codes corrected.

Event description:
It was reported that a cancelled procedure occurred. An opticross imaging catheter was selected for use to view the target lesion. Overload was displayed during preparation outside the patients body. It was tried to restart and advanced inside the patients body, however overload was displayed again. The procedure was performed by replacing with another of same device. Subsequently, overload was also displayed using the second device outside the patients body. No patient complications were reported.